Event description:
It was reported that sutures that were placed 1 inch into the fascia subsequently tore through the permacol resulting in removal of the permacol implant. Another unit of permacol was implanted at that time.

Manufacturer narrative:
Following review of the device history record for 05b35-2 all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. Tsl has requested further information in relation to this incident however to date no further details have been received.